Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to customer¿s blood glucose level. Tandem technical support made multiple attempts to follow up with the customer to complete troubleshooting; however, a response was not received.

Manufacturer narrative:
Additional info: h10: tandem received additional information from the customer stating that the cartridge change error issue has persisted. There was no reported impact to customer¿s blood glucose level. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.